Manufacturer narrative:
The user-reported issue was not confirmed. The pump was found to have a flow rate accuracy of 1.0%, which was within the +/-5% specification. The pump was tested to meet all specifications on (B)(6) 2017.

Event description:
The user reported that the pump had a flow rate accuracy issue. "Rn reported volume not infusing correctly over a set time. Two attempts." No patient was involved.